Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, on or about (B)(6) 2018, the patient underwent a surgical procedure to treat her uterovaginal prolapse and incontinence. A coloplast restorelle was implanted. Allegedly, the patient with this device experienced bleeding, pelvic floor disfunction, severe pelvic pain, vaginal pain, abdominal pain, dyspareunia, urinary urgency and incontinence, scarring, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, neuropathic / other acute and chronic nerve damage /pain, pelvic floor damage, chronic pelvic pain, severe emotional pain and injury and difficulty with daily activities. The device was removed on (B)(6) 2023. Allegedly, the patient has suffered further injury as a result of the removal surgery and continues to experience injury associated with pelvic mesh product. The patient has undergone medical treatment including operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.